Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.

Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the air nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the air nozzle. In addition, our technician confirmed that the insertion flexible tube buckled, the light guide cable buckled, the suction channel buckled, the lcb distal cover glass cracked, the control body corroded, the mechanical base plate corroded, the lg connector corroded, the operation channel (primary) leak, the root brace rubber (lg control body) cut, the remote control buttons cut, the insertion flexible tube worn out, the distal body worn out, and the u/d and the r/l pulley wires worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of the air nozzle missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report ""hr-rpt-0585(nozzle)""and/or the risk analysis results, it was evaluated to submit MDR.